Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with insulin pump. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump did not work properly which resulted in high blood glucose levels. Customer experienced excessive thirst, excessive urination and fruity breath. Customer treated their high blood glucose level with manual injections and the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.